Manufacturer narrative:
Internal file number - (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling of the guide wire during the procedure against resistance and/or other devices used likely caused the wire to kink resulting in the reported difficult to position causing the tip separation and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The herculink balloon catheter is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate calcification in the right renal artery. During advancement, the ht spartacore guide wire met resistance and got stuck with the herculink elite balloon catheter. Angiography showed that the guide wire tip had separated inside the herculink balloon catheter. Both devices were pulled back into the sheath and were all removed as one complete unit. A new spartacore guide wire and new herculink balloon catheter were used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.